Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of two (2) minicap transfer sets. The female connector came loose from the main body. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: one (1) actual sample was provided for evaluation; the other sample was not returned and therefore, could not be evaluated. A visual inspection by the naked eye observed the female connector was separated from the main body. Functional tests were performed which included leak, clear passage, and clamp function tests with no issues observed. The reported condition was verified. The sample did not meet specification due to the separation and the cause of the condition was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.